Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the operation, they inserted a foley catheter balloon and injected 10 ml of saline. When the catheter was removed on the second day, it was found that no saline was drawn out of the balloon after the syringe was inserted into the balloon. After inspection, it was found that there was a 1 ml syringe needle hole at the connection between the catheter and the balloon.

Event description:
It was reported that after the operation, they inserted a foley catheter balloon and injected 10ml of saline. When the catheter was removed on the second day, it was found that no saline was drawn out of the balloon after the syringe was inserted into the balloon. After inspection, it was found that there was a 1ml syringe needle hole at the connection between the catheter and the balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.